Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a digging skin irritation on left breast area that resulted in broken skin and scarring. There were no allegations of any bleeding, oozing or weeping wounds. There is no indication that the patient received medical intervention. There was no alleged device malfunction contributing to the irritation. Follow up indicated that an ointment helped the skin irritation to improve.